Event description:
It was reported that the insulin gauge was inaccurate. Customer reportedly did not perform the air removal step when filling the cartridge. Tandem technical support educated customer to complete air removal process prior to filling the cartridge with insulin per the tandem user guide. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.